Event description:
Healthcare professional reports inr result lower than reference with the hemochron signature elite microcoagulation system for patient being monitored for gastrointestinal bleed. Elite generated result of 1.4 inr and the reference laboratory result was 4.2 inr. Further communication with customer identified that patient is on adalimumab, enoszparin, generic coumadin, omeprazole, pantoprazole. Per the product's instructions for use, test results may be susceptible to interference from other anticoagulants. Patient's therapeutic range: 2.0-3.0 inr. No adverse events were reported.

Manufacturer narrative:
(B)(4).